Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. The review of log file shows that there are structural soldering issues found on the soldering bumps of the f-chip, which is being used as a component on the frame grabbers cards. The frame grabber captures the video from the allura system. The frame grabber card in the flex vision pc failed. The fse replaced os disk on flex pc and loaded software. Upon the flex vision pc replacement, the issue got resolved and the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system would not boot up. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.